Event description:
The pt had a femoral neck fracture of the right hip and she was admitted for right hip hemiarthroplasty. Intraoperatively, 15 minutes after cementing with simplex p and implanting zimmer product, blood pressure fell down suddenly to cardiac arrest. Resuscitative measures were administered and blood pressure and pt becoming somewhat stabilized, the surgery was resumed. Possible cause of hypotension may include a reaction to the cement used on the procedure and lung infarction.